Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room due to hyperglycemia (B)(6) 2024. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl). It was noted that the personal diabetes management (pdm) would not communicate with the pod. The patient was given insulin as treatment for the hyperglycemia. The patient was discharged the following day on (B)(6) 2024.